Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. Upon further investigation, delaminated upstream occlusion seal(uso) downstream, downstream (dso). The downstream/upstream occlusion seal were replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed an accuracy test . The event occurred during routine preventive maintenance inspection.